Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that the implant was removed due osseointegration failure approximately 4 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, no significant findings were observed. Pt. Has recovered since.